Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symmastia, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with two 455cc mentor memorygel breast implants, suffered spontaneous right breast implant rupture, right breast inframammary fold muscle tightness, and left breast symmastia and implant malposition/bottoming out, post-procedure. The rupture was diagnosed via physical examination. As a result, on (B)(6) 2021, the patient underwent release of the muscles at the right inframammary, plication of left inframammary fold and correction of the mild symmastia on the left. In addition, the patient underwent bilateral removal and bilateral replacement with the following devices: (right) 455cc mentor memorygel breast implant catalog: 3505455bc lot: 9509425 sn: (B)(4) and (left) 455cc mentor memorygel breast implant catalog: 3505455bc lot: 9509425 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast implant was reported under mrn: 1645337-2020-16154.